Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited misaligned markers on the presenting electrogram. Engineers review and confirmed this to be a benign error. An interruption in telemetry was thought to have shifted the markers thus causing them to be off. No changes were made and the s-ICD remains implanted and in service. No adverse patient effects were reported.